Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the manufacturer by a competitor, it is uncertain how long they possessed it, or handled it. Therefore, no results or conclusions can be determined.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is unknown.